Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported door not fully latched alarms through the history log, but could not reproduce it. The device was operating out of specification with respect to the reported symptom. The door hooks were found to be out of specification, and were replaced.

Event description:
It was reported that a spectrum pump alarmed door not fully latched. Any patient involvement, injury or medical intervention is unk.